Event description:
It was reported that the device reached elective replacement indicators (eri) unexpectedly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The devicewas fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data was collected from the device and has been analyzed. Eri: weekly battery voltage trend data shows min bat=2.892 to 2.626 volts between (B)(4) -2012 and (B)(4) 2013 is just before device rrt <(><<)>= 2.6251 volt. (B)(4).